Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was cracked, rendering the user unable to navigate the device or receive announcements, and a replacement pump was shipped while the user transitioned to multiple daily injections and continued cgm use. Symptoms included hyperglycemia with readings reported as high and above 180 mg/dl for several hours, with device alerts for prolonged high glucose and no ketone testing, medical intervention, or assistance required. Outcomes included transient hyperglycemia without hospitalization or injury. Investigation included device history review and complaint assessment, with instructions provided for shutdown, data syncing to the mobile app before return, and acknowledgment that data do not transfer to the replacement device. Investigation of this device revealed a damaged user interface component consistent with external damage to the display, which impaired usability but did not involve an internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external forces leading to a broken screen.